Event description:
Per the clinic, the patient experienced a skin flap infection. The physician attempted antibiotic treatment (type not reported), draining the site and skin flap revision however, the infection would not heal. Explant and reimplantation is planned but had not taken place at the time of this report in 2009.